Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on radius, red particles in the gel and the device is underweight. A visual and microscopic analysis was performed which identified opening crease sharp, crease fold, stress marks and non-penetrating nicks. Based on the device analysis the final assessment is an opening crease sharp on radius due to fold flaw opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. The device remains implanted. This record is for the left side.